Manufacturer narrative:
The device has not been returned to solventum for analysis. Solventum is unable to verify the leak, identify exact location and root cause without the sample. Solventum will continue to monitor.

Event description:
A user facility reported 3m¿ ranger¿ blood/fluid warming high flow set leaked while attempting to infuse packed red blood cells. The alleged malfunction resulted in losing approximately one unit. No injuries or medical interventions were required due to the alleged malfunction.